Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a novasure procedure on (B)(6) 2025, that the surgical team identified a uterine perforation in the patient's cervix. There was difficulty positioning the device at the start of the procedure and the cia test was launched but failed. The procedure was stopped, and the device was discarded. A hysteroscopic exam confirmed the perforation. The patient was monitored over the following days and is recovering well without additional complications. No other information is available.